Event description:
Information received indicates the siderail is not connected to the mounting bracket.

Manufacturer narrative:
The technician isolated the issue to missing nuts that secure the siderail to the bracket. The technician replaced the nuts and the siderail dampener to repair the bed.